Manufacturer narrative:
Device analysis done on smith medical cadd solis vip pump 2120. Event of error code "46876" was not able to be duplicated in testing. However, do to the error code appearing in the event log, prevenative messures were taken to replace the main board. The device was repaired and passed all delivery and functional testing. No fault could be isolated to device, as testing could not confirm event. Unknown what caused alarm.

Event description:
Device analysis done on smith medical cadd solis vip pump 2120.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited "error 46876". No patient was involved in this event. No adverse effects were reported.